Manufacturer narrative:
Updated data: it was reported that the combination of horizontal root angle of 60 degrees and ballooning might have contributed to the valve dislodging. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at depth of 3 to 5 mm. Moderate paravalvular leak (pvl) was noted. During a post-implant balloon aortic valvuloplasty (bav), to further expand the valve, the valve dislodged and remains in the ascending aorta. Subsequently, a second valve was implanted successfully and remains active. No additional adverse patient effects were reported.